Event description:
According to the report: "while dr (B)(6) was using the endowrist vessel sealer during a robotics assisted procedure, the vessel sealer did not function. The davinci monitor said "blade may be exposed" and "self check failure." Instrument was removed from the sterile field and replaced. The procedure was completed without further incident. No pt harm was reported.